Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon lodged into the cervical area... Need to speak to someone about how to remove it - vagina [foreign body in reproductive tract]. Case narrative: consumer reported via phone that the tampon is lodged into the cervical area and inquired about how to remove it. No serious injury was reported.